Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005; 4194 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator and that there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.